Manufacturer narrative:
Concomitant product : dtba1d1, ICD, implanted: (B)(6) 2016.

Event description:
It was reported that the left ventricular epicardial lead threshold was high and the lead was not capturing. The lead was capped and replaced. It was also reported that the device had premature battery depletion. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.